Event description:
The customer reported to olympus, that the video system center displayed buffer failure error. The event was found during the procedure. There were no reports of patient harm. The device was returned and evaluated; there was a bent pin in the scope socket and the loose scope socket video connector socket does not secure any paddles. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed, there was a buffer failure error. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a failure in contact between the scope and video connector occurred due to a bent pin in the scope socket, and the video connector socket on the scope socket does not provide any securing for the paddles. Olympus will continue to monitor field performance for this device.